Event description:
The doctor claims that during the abdominal aortic aneurysm replacement procedure, the graft leaked blood (quantity unknown at this time) from its walls. The doctor was unable to control the leakage with fibrin glue and therefore replaced the hemashield with another product (gelsoft). The surgery was completed successfully. The patient's condition is well. In 12/2000 the co learned that the total clamping time was 1 hour and 17 minutes.